Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: visual inspection and functional testing of the ams 700 ipp cylinders confirmed the reported events of a device malfunction and fluid loss. One of the cylinders had a leak attributed to wear at a fold in its proximal cylinder body. Product analysis concluded fluid loss as the most probable cause of the event, as the identified cylinder leak could lead to the reported events. An investigation conclusion code of cause traced to component failure was chosen, as product analysis identified cylinder fluid loss relating to the reported events the ipp cxm inflate/deflate pump was visually inspected; no leaks were found. The pump kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. The pump was not functionally tested due to the confirmed failure with cylinders. Based on the event details and the visual inspection, product analysis concluded there was not a device malfunction with the pump returned. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not working properly. Two weeks later inspection confirmed there was a tear in the left cylinder resulting in fluid loss. The ipp cylinders and pump were explanted and a new pair of preconnected ipp cylinders and pump were implanted. The patient's condition improved following the surgery.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not working properly. Two weeks later inspection confirmed there was a tear in the left cylinder resulting in fluid loss. The ipp cylinders and pump were explanted and a new pair of preconnected ipp cylinders and pump were implanted. The patient's condition improved following the surgery.